Manufacturer narrative:
The investigation has been completed. The console (ic8190) was sent back for further investigation. The defective console was tested on an engineering bench, console was boot-up without syscall error, but the battery capacity showed 0% (batteries fully discharged). After console being opened, the voltage supply for impellatronic was measured 20v on power battery manager (pbm) even with console powered down. Visual inspection further confirmed the pbm malfunction by a damaged capacitor r319 mounted on the bottom of pbm. The console failure was due to defective pbm. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a controller error yellow alarm. No clinical details regarding resolution or patient involvement/condition were provided. No patient was involved.